Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (never went under 200 mg/dl) and correction boluses were delivered. Customer thought that the pump was not functioning properly. The customer was to continue to use the pump for insulin therapy.